Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 404 mg/dl. The customer¿s current blood glucose was 532 mg/dl. The customer treated high blood glucose with insulin pump. Customer did not allege insulin pump was under delivering. Assisted with performing the high pressure test. Test was passed. The drive support cap was normal. The product was not returned for analysis.

Manufacturer narrative:
(B)(4). Device passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. The sensor feature working properly. No bad sensor, calibrate error or lost sensor alarms noted.